Event description:
It was reported that the device had a power on reset following radiation therapy. The reset was cleared. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately one month after power on reset occurred. The cause of death has been requested and is not available. Attempts to obtain additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information: the device and leads were received by the manufacturer from an unknown source.